Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
A call center ticket was logged with the following text "whirling switch is insensitive". No patient involvement was reported.